Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 17-may-2024, it was reported that patient faced four event of infusion set fell off during use. The infusion set had been in use for 1-2 days of insertion. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 4 of 4.